Manufacturer narrative:
The xps laser system was evaluated and repaired in the field on (B)(6) 2017. The reported issue was confirmed and determined to be the result of a faulty display. The display was replaced; the system tested and verified to specification.

Event description:
It was reported that when increasing the power from 80 to 120w during a prostate procedure, the system shut off. The case was completed the next day using a different xps laser system. There was no injury reported.